Event description:
It was reported that this left ventricular (lv) lead exhibited high thresholds. This lead was then reprogrammed and remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).